Event description:
It was reported to philips that the software is not starting up properly. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and re-installed the suite pc software which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software was not starting up properly. Upon functional testing, fse confirmed suite pc software was defective. The fse reinstalled the suite pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.